Event description:
"B subgl infra 270cc dc gels for augmentation. Pt c/o slow decreased size x yrs with development of local discomfort and firmess. Also c/o progressive systemic probs including arthralgias (+ am stiffness), myalgias, ax swelling, chronic fatigue, rec uti's, hot flashes, headaches, tmj probs, visual disturb, dizzy spells, memory probs, dry eyes, rashes, sens sun/chem, wgt gain, nausea, gi/gu probs, easy bruising, dyspareunia, and intermittent pungent odor to urine. Otherwise healthy."